Event description:
A customer reported to olympus, the evis exera ii colonvideoscope had a small piece of outer edge of a clamp channel fell off. There was no report of patient harm associated with this event. During incoming inspection, the auxiliary channel was discolored with residue of foreign material due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of portion of clamp channel falling off was not confirmed. In addition to evaluation, there was a leak at endoscope position detecting unit scope connector. Due to deformation of flexibility adjustment ring, flexibility adjustment function did not work. The air water cylinder had discoloration. The suction cylinder had discoloration. Lock engagement lever shrink tube was cut. The scope connector label was damaged. The electrical connector was corroded. The plastic distal end cover was cracked. The light guide lens was chipped. The connecting tube had buckled. Auxiliary water could not be supplied. The universal cord had buckled. The objective lens was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to the leakage from the scope connector. A further cause of the leak could not be presumed from the information acquired for this investigation. The event can be detected if the user handles the device according to the following instructions for use (IFU): - inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.